Manufacturer narrative:
Continuation of d10: product ID 37612 lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: product type implantable neurostim ulator product ID 3708660 lot# serial# (B)(6), implanted: (B)(6) 2016, explanted: product type extension product ID 3708660 lot# serial# (B)(6), implanted: (B)(6) 2016, explanted: product type extension product ID 3387s-40 lot# va10dgd serial# implanted: (B)(6) 2016, explanted: product type lead product ID 3387s-40 lot# va10dgd serial# implanted: (B)(6) 2016, explanted: product type lead b5: new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that the cause of the impedance issue was not determined. No actions/interventions were reported to resolve the issue, the physician programs around them. The issue was not resolved. No actio ns/interventions planned at this time, since programming around them seems to work well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient underwent routine bilateral battery replacement on (B)(6). The patient continued to have a known consistent out-of-range/high impedance issue bilaterally (ranging from >5,000 ohms monopolar and >10 ,000 ohms bipolar) that didn¿t clear with replacement.

Event description:
It was reported that when the manufacturer's representative (rep) was checking the patient's implants for another issue, they saw that both of the implants had high impedances. Circumstances that led to the issue were unknown, but the healthcare provider (hcp) said it has been a known issue to him for some time. The implants were interrogated and reports were collected. Reports show that impedances were out of range. The issue was not resolved at this time. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 37612, lot/serial# (B)(4), implanted: (B)(6) 2018, product type implantable neurostim ulator product ID 3708660, lot/serial# (B)(4), implanted: (B)(6) 2016, product type extension. Product ID 3708660, lot/serial# (B)(4), implanted: (B)(6) 2016, product type extension. Product ID 3387s-40, lot/serial# (B)(4), implanted: (B)(6) 2016, product type lead. Product ID 3387s-40, lot/serial# (B)(4), implanted: (B)(6) 2016, product type lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 04-jan-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 04-jan-2020, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 21-aug-2018, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 21-aug-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.